Manufacturer narrative:
This is one of three complaints concerning the same patient with different reportable events. There is no documentation to show a causal relationship between the patient event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against any fresenius product. A temporal relationship exists between ccpd therapy and the peritonitis caused by a breach in aseptic technique as the pdrn stated that the patient refuses to don a mask when setting up for pd therapy. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported being treated for peritonitis. During follow up with the patient¿s peritoneal dialysis registered nurse on 2018-02-05, it was documented that the patient has had three peritonitis events (signs/symptoms unknown) with the most recent on (B)(6) 2018. This event of peritonitis did not result in hospitalization. The patient¿s culture (unknown source and draw date) was positive for stenotrophomonas maltophilia due to a breach in aseptic technique. Per the pdrn, the patient refuses to wear a mask while setting up for pd therapy. The patient has been advised about the consequences of not following aseptic technique. The patient course of treatment is unknown. The patient is continuing pd therapy with the liberty cycler and it is unknown if the patient has recovered. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.